Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5f sheath after a peripheral diagnostic angiogram. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.